Event description:
Unwitnessed fall. Patient was found on the ground with the wheelchair on top of him. Patient was strapped in with the seatbelt. The footrests were down. Patient disoriented. Unable to explain fall.